Manufacturer narrative:
(B)(4). The results of the investigation are not available at the time of this report.

Event description:
The customer alleges that the swg (spring wire guide) was stuck in the advancer and couldn't be advanced.

Manufacturer narrative:
(B)(4). The customer returned an opened hemodialysis kit (cs-22122-f) containing the spring-wire guide (swg), swg advancer, arrow raulerson syringe and a needle. Upon visual examination, the returned syringe had blood within showing evidence of use. The returned spring-wire guide had a minor kink towards the distal end. The needle returned was observed to have a square shaped hub which is not consistent with either of the two needles supplied in kit cs-22122-f. Both the introducer needle and the needle from the catheter-over-needle assembly from the kit have round shaped hubs. The spring wire guide is kinked 543 mm from the proximal end. This location is approximately the same location where the swg would be at the thumb guide of the advancer if resistance was met during advancement through the needle during insertion. The outside diameter (od) of the guide wire measured 0.854 mm which is within specification. However, the guide wire measured 685 mm in length , which is not within specification. Therefore, the returned guide wire was not part of this kit. The inside diameter of the needle measured 0.0255". The ID of the returned needle would not be compatible for use with the swg in this kit nor with the swg returned by the customer. (Con't) other remarks: using the swg advancer, the swg was advanced through the ars with the returned needle attached. The guidewire passed through the ars without resistance but could not pass through the needle hub. It was observed that the swg was kinked at approximately the same location as the thumb guide when resistance was met. This would indicate that the swg was kinked as a result of the resistance. A device history record (DHR) review was performed and no relevant findings were identified. The reported complaint of difficulty advancing the guide wire was confirmed through functional testing of the returned sample. Resistance was met when attempting to advance the guide wire through the needle that was returned. It was observed that the guide wire was kinked at approximately the same location as the thumb guide when resistance was met, indicating the guide wire was kinked as a result of the resistance. The returned needle and guide wire did not meet the visual or dimensional specifications of the components contained within finished kit part number cs-22122-f, therefore, the returned needle and guide wire were not part of this kit. The ID of the returned needle was not compatible for use with the swg in this kit nor with the swg returned by the customer. Based on these circumstances, it was determined that operational context caused or contributed to this issue.

Event description:
The customer alleges that the swg (spring wire guide) was stuck in the advancer and couldn't be advanced.